Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system had a failed storage space. The drawer 4 had failed and required maintenance. The customer attempted to reboot and recover the drawer, but the issue was not resolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height legacy drawer 4 would not close. A field service engineer removed the drawer and found loose maids obstructing proper closure; the loose maids were removed, after which the customer was able to successfully recover the drawer. The engineer then logged into the hardware testing application and performed a final test on the full height legacy drawer 4, which passed successfully. The system functioned as intended a field service engineer repaired the device.